Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve using the transfemoral artery approach, the delivery catheter system (dcs) was withdrawn from the patient. A transesophageal echocardiogram (tee) was preformed and a "flap" was confirmed in the abdominal aorta. There was no dissection observed, and the patient was asymptomatic. It was reported that the patient would be followed up on. Per the physician, it was unknown if the event occurred prior to surgery, was caused by the guidewire, or was caused by the dcs. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2024 ; explant date na product ID evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date na ; explant date na medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.